Event description:
The manufacturer received information alleging a ventilator alarmed for low inspiratory pressure. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the inlet airpath foam had become detached from the inlet air path blocking the blower inlet. The device's inlet air path foam needs replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator alarmed for low inspiratory pressure. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the inlet airpath foam had become detached from the inlet air path blocking the blower inlet. The device's inlet air path foam needs replaced to address the issue. In the previous submitted report incorrect coding was provided. The coding is corrected on this report. Additionally the patient required to be manually ventilated with a resuscitation bag and needed to be placed on a different ventilator. Previously b1, b2 and h1 was not checked. It is updated on this report.